Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no video image displayed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, additional information, and the results of the legal manufacturer's final investigation. Correction: e1 first/last name: no information available. Updated fields: e2/3; g2. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the image was not displayed due to a charged coupled device failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no video image displayed. There were no reports of patient harm.